Event description:
It was reported that during testing at the manufacturer facility, the remb sagittal saw experienced run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event of run-on was found during service. Upon disassembly for visual inspection, the motor and tps flex were damaged, which may have caused the reported event.

Event description:
It was reported that during testing at the manufacturer facility, the remb sagittal saw experienced run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.